Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) b3: event date is the publication date of the article. D10: unknown liner, unknown cup. H6: proposed component code: mechanical (g04)- head. G2: foreign ¿ italy . G2: literature andriollo, l., nesta, f., el motassime, a., pericarini, l., sangalett, r., benazzo, f., rossi, s.m.p. (2025). Constrained acetabular liners in the instability of hip arthroplasty: what is its current role in revision surgery? Archives of orthopaedic and trauma surgery, 146 (9), https://doi.org/10.1007/s00402-025-06110-5. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
The journal article reported 1 patient was revised 11 months postop due to constrained liner disassembly and recurrent dislocation. Due diligence is complete as multiple attempts were made; however, no further information is available.